Event description:
It was reported that prior to a photoselective vaporization of the prostate procedure the console was leaking and also gave error codes 302.11, 650 and 651. The patient was sedated and the procedure was cancelled due to the issue with the console. There was no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device confirmed the water leak and error codes. The leak was from a failed o-ring on a filter and the error codes are from the lcd touchscreen display. The system passed full functional and electrical safety testing. Based on the observed water leak and error codes, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that prior to a photoselective vaporization of the prostate procedure the console was leaking and also gave error codes 302.11, 650 and 651. The patient was sedated and the procedure was cancelled due to the issue with the console. There was no clinical consequences to the patient.